Event description:
Per the clinic, the patient experienced a decrease in performance. The results of multiple integrity tests indicated normal receiver stimulator function with multiple electrode anomalies. Patient was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.